Event description:
It was reported by a user facility that a saline bag back filled during recirculation of setup. Saline bag filling was found on first run of the day. The bag overfilled immediately after recirculation. There was no patient involvement.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplement MDR will be filed at the completion of the investigation.